Event description:
Additional information was received via email on 30-nov-2022. A customer response was attached to the complaint: the event occurred during pre-use check. No patient involvement.

Manufacturer narrative:
Other, other text: a customer response was attached to the complaint: event occurred during pre-use check. (B5). A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation including root cause analysis is in progress.

Event description:
It was reported that positive end-expiratory pressure (peep) readings were not accurate. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a bowed front panel from a loose manometer cover. The positive end-expiratory pressure (peep) control knob spins very loosely. Functional testing found the control spindle is loose on the peep needle. Checked the condition of the grub screws and re-fit the control knob. The root cause of the reported issue was found to be user impact to the control knob causing the control spindle to come loose. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.